Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: h6 medical device problem code and h6 component code. The device was returned to olympus for inspection, and the reported failure was confirmed. The previous report had an error as the malfunction of peeled bending section cover (a rubber) bonding, would not cause or contribute to a death or a serious injury if it were to recur. A root cause for the probe cut could not be identified. Based on the results of the investigation, the most likely cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope exhibited peeling of the a-rubber bonding and there was a cut in the ultrasound probe. The issue occurred during maintenance. There were no reports of patient involvement.